Manufacturer narrative:
Per narrative from the physician, the microcatheter was not advanced up just proximal to the helix of the retriever as per the IFU. Evaluation summary: the corewire was fractured 3mm proximal to proximal solder joint. There was evidence of bending in the core wire adjacent to the fracture location. Fracture face was relatively flat. There is no evidence to suggest the core wire did not meet dimensional specifications.

Event description:
The pt was male w/a large left mca clot. The temporal portion of the mca had a tight 180 turn. During the first pass w/an x6, the physician rotated the device clockwise 3 times and saw the proximal loop prolapse. He then rotated the device a little bit more. When he pulled the device, it started to straighten and then broke. He was able to retrieve the device with a 4mm snare w/some difficulty. The pt did not experience any adverse clinical sequelae due to the tip detachment.